Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing leading to pacing inhibition and insulation damage on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was recovering after the procedure.